Event description:
It was reported to st. Jude medical that the patient presented for implant experiencing high dfts (defibrillation thresholds). A comment was noted in the patient's chart that this patient was a very difficult implant. Two weeks later, the ventricular lead was changed out and the atrial lead remained implanted. Four days later, the patient returned to the or for replacement of the ICD with new defibrillation patches. After numerous dfts, a device malfunction was suspected when a popping noise was heard.